Event description:
The event is reported as: the complaint alleges that the bulb on the blade was loose and fell into the pt's airway during intubation. Intervention - tonsil forceps had to be used ot retrieve the bulb from the pt's throat. Complainant reports that the pt's condition is fine.

Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report.